Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in 2011 and a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs number. This is one event (death) of two pts for the same pt involving two separate products; associated mdrs #1225714-2013-03800, 03801, 03802 and 03803.